Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during tumor lesion ablation in the liver, when puncturing of the tumor, the needle tube of the middle section of the ablation needle was broken. The needle was always in the hands of the surgeon before and after the needle breakage process and nothing fell into the patient's cavity. An ultrasound examination was performed and no broken piece was found. They used another device to complete the procedure. There was no patient injury.